Event description:
It was reported, proximal screw was jammed in the hole and had to be removed.

Manufacturer narrative:
Device will not be returned. No eval will be performed. If the device or add'l info becomes available, it will be submitted on a supplemental report.